Manufacturer narrative:
Multiple attempts were made to obtain patient information however none was provided. Date of event was estimated. Multiple attempts were made to obtain event date, however none was provided. Serial number of the devices was requested but not provided. Multiple attempts were made unable to get information. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
It was reported that a patient underwent a c-section on an unknown date and suture was used. Following the procedure, the patient experienced a postoperative infection. It was reported as an epidermal infection more than 30 days after the c-section. The patient underwent a revision surgery and the stitches were removed. The patient's condition changed better. The culture results showed staphylococcus aureus. Additional information has been requested.